Event description:
It was reported that post operation to a sleeve gastrectomy due to bleeding. The patient was operated on using psee60a and gst60b reloads. The patient has been under observation in the intensive care unit. List the j&j products that were used during the case but did not contribute to the reported event. Gastric sleeve kits are composed of: 2b12lt, 2cb12lt, 2b5lt, 2cb5lt, nslx137c. Was there any harm to the reported patient or user? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Yes, description CT scan and exploratory review. Intensive care stay did the patient/user require prolonged hospitalization as a result of the event? Yes, description intensive care by observations. What is the patient/user status after the event? Stable. Was there a significant delay? Yes. How long was it delayed (minutes)? 20 min. If available, please provide the product order number (po).

Manufacturer narrative:
(B)(4). Date sent 5/20/2026. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: where on the staple line did the bleeding occur? Which firing of the reload did the bleeding occur on the creation of the sleeve? What color cartridge was used in that location? What were the indications for surgery? What was the approximate width of the compressed vessel? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device during the initial procedure? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What color reloads were used and what was the sequence of the firings? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.